Event description:
During the index procedure the patient had two endeavor sprint stents implanted in the distal cx. Approximately 30 months post index procedure, the patient suffered a stroke. The investigator assessed that the event was not related to the device. One month later the patient suffered another stroke. The investigator assessed that the event was not related to the device. Approximately 2 months later the patient died. Cause of death is infection disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.